Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm (alarm 01) occurred during bolus delivery. Reportedly, a crack was observed on the cartridge. Customer's blood glucose was 75 mg/dl. A new cartridge was loaded resolving the alarms.